Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. External visual inspection reveled no damage. When powered on an led segment on the led digits does not illuminate. The device was able to obtain readings. Internal inspection showed the failed led segments on the instrument circuit board has an open circuit across its nodes preventing the segment from illuminating. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing one segment. No patient impact or consequences were reported.